Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4). (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet.